Event description:
No event occurred. No patients were affected. There is only a potential health hazard discovered by the manufacturer. The user can define clinical goals, i.e. Evaluation criteria for specific regions of interest (rois). A clinical goal can be defined to specify e.g. In what percentage of the roi the dose level should be at most a certain dose level. A clinical goal is reported in the gui and in the plan report as passed or failed. If an roi is not completely covered by the dose grid, the passed/failed result reported for the roi may be misleading. As a risk mitigation, the "% outside dose grid" number shall be displayed. In the gui, this works as intended. The issue in complaint (B)(4) is a bug in the plan report. If up to 50% of the roi is outside the dose grid, this will be reported as 0% outside grid. If more than 50% of the roi is outside the dose grid, this is reported as 1% outside grid. The pass/fail result of clinical goals would be the same in ui and in the report. The difference is that in the report, the % outside dose grid would never be shown as more than 1%.

Manufacturer narrative:
Factors that may have caused or contributed to the adverse event and the actual or potential health hazard (e.g., design defect or manufacturing defect): a software implementation error has been identified. Immediate and/or long-range health consequences of the actual or potential health hazard: in the event that a clinical decision is based on misleading information in the plan report, this could lead to the approval of an inappropriate dose plan. This could lead to local over-dose in a risk organ or local under-dose to the target.

Event description:
Follow-up of report rsl: MDR 3007774465-2023-00016 69129 rs treatment plan report. No event occurred. No patients were affected. There is only a potential health hazard discovered by the manufacturer. The user can define clinical goals, i.e. Evaluation criteria for specific regions of interest (rois). A clinical goal can be defined to specify e.g. In what percentage of the roi the dose level should be at most a certain dose level. A clinical goal is reported in the gui and in the plan report as passed or failed. If an roi is not completely covered by the dose grid, the passed/failed result reported for the roi may be misleading. As a risk mitigation, the "% outside dose grid" number shall be displayed. In the gui, this works as intended. The issue in complaint (B)(4) is a bug in the plan report. If up to 50% of the roi is outside the dose grid, this will be reported as 0% outside grid. If more than 50% of the roi is outside the dose grid, this is reported as 1% outside grid. The pass/fail result of clinical goals would be the same in ui and in the report. The difference is that in the report, the % outside dose grid would never be shown as more than 1%.